Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check that included the gas supply, flow transducer and pressure transducer tests among others. O2 module also reported defective and in need for replacement. According to received information customer did not accept the quote for the replacement of defective part. Moreover, device logs were not provided. No root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the gas supply, flow transducer and pressure transdcuer tests among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).